Event description:
It was reported to physio-control that the customer's device had both a charge pak and attention icon present on the display. Upon reviewing the device's memory, physio observed that the internal hybrid layer capacitor (hlc) battery had dropped below acceptable limits, indicating that the device would not likely be able to provide sufficient defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. The cause for the malfunction was determined to be due to an electrically leaky filter, designator fl9, on the analog pcb assembly. The excessive current leakage depleted the internal hlc batteries rapidly.a replacement device was provided to the customer.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.